Event description:
An center director reported that a pt who underwent bilateral lasik was diagnosed with regression, under correction in the left eye, at the three month postoperative visit. Another report is filed for the right eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).